Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, oversensing and inappropriate shocks. It was noted that the lead was partially fractured. A revision procedure will be performed to surgically cap and replace the lead. No adverse patient effects were reported.

Event description:
Additional information was received that the revision procedure was performed and the lead was surgically abandoned. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.